Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. The patient was brought into the clinic for testing, and noise was produced upon manipulation of the electrode. Technical services (ts) was contacted for a review of the episode, and ts noted the morphology appeared to be that of bundle branch block, which caused a drop in signal amplitude. The physician planned to reprogram to the alternate vector to see how it behaves. The s-ICD system remains in service. No adverse patient effects were reported.